Event description:
It was reported that during use, this shaver handpiece was operating slowly on its own. There was no report of injury or surgical delay with this event and the procedure was completed with another handpiece.